Event description:
A user facility reported that during cataract surgery and intraocular lens (iol) implant, the surgeon performed a vitrectomy on a patient. The relationship of this event to the iol is not known.